Event description:
During evaluation by baxter personnel, an infusor was found to leak from the weld area of the volume indicator and port located inside the housing. This condition occurred during filling in service/testing. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time. This is report 2 of 2 with the same reported problem from this facility.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Visual examination of the sample showed no sign of physical abnormality. The unit was subsequently leak tested. Leak was noted at the volume indicator and port. The root cause was determined to be insufficient bonding at the seal between the tubing and stress member. On (B)(6) 2012, the equipment used to weld these two components was changed and it is expected to improve the welding of the components and mitigate the occurrence of leaks. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: this issue is being investigated through CAPA.